Manufacturer narrative:
The faradrive was visually inspected upon return. The stopcock was found to be cracked around its valve along the straight arm. An evaluation of the sheath's functional capability was conducted by injecting deionized water to expel air from the sheath. However, the test was unsuccessful, as leakage was observed at the stopcock during preparation. The sheath's handle cap and valve cap were removed to examine the hemostatic valves under the microscope. No abnormalities were found. Additionally, oil was noted on the valves.

Event description:
It was reported that the valve of faradrive steerable sheath was not watertight, causing irrigation fluid to leak and a risk of air ingress. The product is available to return for analysis. No further information was provided. It was further reported that the issue occurred during a atrial fibrillation isolation procedure,

Manufacturer narrative:
Additional information added to b5: describe event or problem.

Event description:
It was reported that the valve of faradrive steerable sheath was not watertight, causing irrigation fluid to leak and a risk of air ingress. The product is available to return for analysis. No further information was provided. It was further reported that the issue occurred during a atrial fibrillation isolation procedure.

Event description:
It was reported that the valve of faradrive steerable sheath was not watertight, causing irrigation fluid to leak and a risk of air ingress. The product is available to return for analysis. No further information was provided.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.